Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient cannot get their device to work for them anymore. Patient confirmed this to mean they have had a return of symptoms. Patient stated they cannot remember when the symptoms began, but they think it was only a few months after their implant. Patient stated they are going through pads and even their clothes. Patient stated they will even put a wash cloth down to catch some of it. Patient stated their symptoms will return especially if they are in a reclining position and when in this position they rarely ever make it to the bathroom. Patient stated they have tried all seven program, and when they would change the program they would not adjust the simulation up or down. Patient stated they have not felt much fluttering if they ever have. They confirmed experiencing several falls, most of which patient landed on their knees and once on their back side. Patient stated the falls are likely due to their balance issues that could have been caused by medication they are taking for their skin condition. Patient also stated they have had biopsies taken twice from their backside near their implanted system, and did not tell their healthcare professional (hcp) they had an implanted system. It was reviewed therapy expectations and external device use. Patient tried to connect their external devices to their ins but could not due to their physical limitations. They stated they will attempt to adjust their stimulation when they have help. The patient was redirected to their hcp to further address the issue.